Event description:
It was reported that during implant procedure, two right ventricular leads were not implanted due to stylets not advancing into the leads properly. A third lead was implanted with no further complications.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.